Event description:
An unsuccessful attempt was made to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery. In response, the sheath was prematurely retracted and a second attempt was made to cross the target lesion; however, this attempt was unsuccessful as well. Subsequently, the sds was withdrawn from the pt and upon withdrawal, the stent was observed to missing from the sds. It was reported that the stent is believed to have embolized within the coronary arteries. The pt was subsequently sent for coronary artery bypass surgery. The surgery was successful. There were no add'l complications reported relative to his event.